Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4)

Event description:
(B)(6) study. It was reported a death occurred. On (B)(6) 2013 the patient underwent a left atrial appendage (laa) closure procedure. A 33 mm watchman laa closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. On (B)(6) 2017 the patient passed away. The cause of death is unknown.